Event description:
The three blood leaks occurred in series with the same patient on event date. All those leaks occured shortly after start of dialysis. One leak occurred at 6 reuses and the other two leaks occurred at the initial use. The total blood loss is 700cc, since the blood was not returned to the patient.